Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing during a scheduled remote monitoring transmission event. This lead remains in service. No adverse patient effects were reported.